Event description:
Do you think there is a lead issue? Impedances stable. Pt was taking a shower at a camp ground. This is emi prob due to poorly grounded electrical wiring near the shower plumbing. Pt will stop showering there. Cle interrogation has cleared the lia and tones will be stopped now. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).